Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted with lead noise. The noise resulted in oversensing episodes. The lead was used only for pacing and sensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable.